Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 8 12 atm's. The number of inflations performed is unknown. The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in the apical lad coronary artery. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.